Event description:
The reporter indicated that he tried to induce using shock on t-wave. Pacing pulses were observed, but no "t" shock. Received message "device not responding." The wand was repositioned and the process was repeated. Upon the third attempt, appropriate response was achieved. Noise was seen upon obtaining telemetry.